Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high capture and r wave amplitude variation were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and lead dislodgement was suspected to be the cause of the event. The rv lead was capped and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.